Event description:
It was reported that the customer's insulin pump's motor was making a loud noise. The customer stated that this was the second occurence of the issue. The customer stated that he had been experiencing higher than normal blood glucose levels between 175 mg/dl and 275 mg/dl. The customer's blood glucose at the time of the call was 275 mg/dl. The customer stated that he did not receive a no delivery alarm. The customer declined troubleshooting for his high blood glucose levels. The customer agreed to return the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.